Manufacturer narrative:
Evaluation summary: quality assurance revealed that the rhv was returned without any blood or contrast visible. The rhv was in a pouch. The abbott vascular seal was completely unsealed. There was evidence on the pouch that the pouch had been sealed, but there was only a small amount of white residue on the clear plastic portion of the pouch. Product performance engineering has reviewed the case description and the analysis of the rhv. The analysis was able to confirm the case description as the manufacturer seals were opened. An incomplete seal band was observed on the clear sides of the returned package as there was minimal/non-continuous cloudiness noted where the sealing occurred. It appears that a manufacturing anomaly occurred during the sealing process. A numbers was issued on 11/21/2006 to notify manufacturing of the identified issue. In response, initiated and ultimately resulted in a product recall. Additional corrective actions to eliminate the causes of the identified issue are tracked. This MDR is considered closed by the product performance group.

Event description:
It was reported that the rhv manufacture seal was found to be open when the rhv was removed from the box. There was only one rhv with this part/lot number at the account. The pouch was found in the materials management location of the hospital, not the lab. The pouch seal was open edge to edge. The account manager described that there was evidence that a seal was present (seal marks were visible). There were no more remaining units of this lot at this account. No additional event or patient information was available. This is being upgraded to MDR reportable because there was a malfunction, unsealed pouch, that lead the company to undergo a correction and removal activity per 21 cfr, 806.10 in 2006.